Manufacturer narrative:
As reported, the button#1 of a 6f-7f mynx control vascular closure device (vcd) was half pressed however, the balloon was ruptured and some of the sealant was not deployed properly. Therefore, the device was removed with the sealant. Hemostasis was achieved by manual compression within 20 minutes. There was no reported patient injury. The device was used in an interventional peripheral procedure using a retrograde approach. The deployer was mynx certified. The device was prepped according to IFU instructions. The balloon lost pressure during patient use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was the presence of pvd / calcium in the vicinity of the puncture site. The balloon lost pressure after being pulled to the arteriotomy. The hospitalization was not extended, and the patient recovered. The device was returned for evaluation. A non-sterile 6f/7f mynx control vascular closure device was returned for the investigation. Per visual analysis, button 1 and button 2 remained in the manufacturing position with the stopcock open. The sealant remained in the manufacturing position and was exposed to blood. The syringe was attached to the device. The procedural sheath was not returned with the device. The balloon was torn exposing the core wire. Per functional analysis, the inflation indicator and the balloon of the returned device could not be inflated as a leak was observed on the balloon. Since the procedural sheath was not returned, a physical evaluation of any damage on it that could have affected the reported complaint could not be performed. Per microscopic analysis, a longitudinal tear exposing the core wire was observed under high magnification at 2mm from the balloon proximal tip. A product history review of lot f2109502, revealed no anomalies during the manufacturing and inspection process that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined; however, review of the available information suggests that vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed confirm via femoral arteriogram that there is no evidence of significant peripheral vascular disease in the vicinity of the puncture. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the button#1 of a 6f-7f mynx control vascular closure device (vcd) was half pressed however, the balloon was ruptured and some of the sealant was not deployed properly. Therefore, the device was removed with the sealant. Hemostasis was achieved by manual compression within 20 minutes. There was no reported patient injury. The device will be returned for evaluation. The device was used in an interventional peripheral procedure using a retrograde approach. The deployer was mynx certified. The device was prepped according to IFU instructions. The balloon lost pressure during patient use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was presence of pvd / calcium in the vicinity of the puncture site. The balloon lost pressure after being pulled to the arteriotomy. The hospitalization was not extended and the patient recovered.